Manufacturer narrative:
Currently, it is unknown whether the device may have caused or contributed to the reported event. It was reported that after implant the pt underwent lysis of right ilioinguinal nerve. The ventralex mesh in the region was not noted during the procedure (per op-notes). Post procedure the pt complained of pain in her right groin. During the removal procedure the surgeon noted the mesh had fractured. It cannot be determined at this when or how the mesh fractured or if the procedure performed after implant may have contributed. Without a lot number a review of the manufacturing records could not be conducted. Additional, no product was returned for evaluation. If additional event and/or evaluation info is obtained, a follow up MDR will submitted.

Event description:
The following is based off a review of the pt medical records provided to davol: on (B)(6) 2012- pt underwent indirect hernia repair with the implant of an unknown mesh. On (B)(6) 2012- pt underwent exploration of right groin wound with explant of the previously implanted unknown mesh plug and implantation of a bard ventralex hernia patch. Wound cultures were taken and cultures were positive for staph. There was no pathology for the unknown explanted mesh. Post-operatively the pt was seen in the office with continuing pain radiating from her right groin to her upper thigh. She also had some purulent drainage from her incision that had previously cultured positive for staph and was treated with keflex po. On (B)(6) 2012- pt underwent lysis of right ilioinguinal nerve. The ventralex mesh was not noted during this procedure. Post procedure the pt complained of pain in a different location in her right groin and she was diagnosed with chronic pain in the right inguinal region with right inguinal adenopathy. On (B)(6) 2013- pt returned to operating room for right inguinal exploration and explant of her ventralex hernia patch along with removal of lymph nodes. The surgeon noted "it was apparent that the mesh had fractured. There was a long shard of sharp mesh material extending down towards the right femoral nerve and this was quite long and was actually over two inches in length and it was apparent that when the pt would bend or kneel down, if she flexed her thigh that this shard could easily penetrate the tissue and possibly put pressure on the femoral nerve".